Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 5.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during first inflation at 5 atmospheres for 15 seconds, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications reported and the patient condition was good.